Event description:
On (B)(4) 2013 information and clinic notes dated (B)(6) 2013 were received from the reporter stating that the patient had been experiencing an increase in seizures, which the physician felt was due to generator end of service. The clinic notes dated (B)(6) 2013 state that the patient was last seen (B)(6) 2013 for a post-hospital follow up for status migrainosus and that at that time the patient reported experiencing 11 seizures in the prior month. The (B)(6) 2013 visit was scheduled at the prior visit because the treating facility did not have any vns trained personnel or equipment to titrate the patient¿s generator. At the (B)(6) 2013 visit the patient reported an increase in seizure frequency since (B)(6) 2013, having experienced 10 seizures which were mostly complex partial, but also included one big one as characterized by the patient. The vns system was successfully interrogated at the (B)(6) 2013 visit. The physician states that the vns is nearing end of service and that cyberonics had been notified. The physician stated that he felt it likely that the etiology of the increased seizure frequency is due to the generator¿s near end of service status. Further review of the clinic notes indicate that the patient¿s diagnostics were ok, which further indicate that the patient should still be receiving therapy and that generator end of service was not the cause of increased seizures. The patient has tentatively been scheduled for a generator replacement consult. A programming history review and battery life calculation were performed, revealing 0.00 years until eri=yes. Please keep in mind this is a rough estimated and may be more or less than what is actually left. This time frame does not take into account magnet activity, future parameter changes or interrogation events. Additionally, it may be based on limited data found in the in-house programming database and/or date provided by the site. Attempts for additional information will remain ongoing.

Event description:
On (B)(6) 2013 additional information was received from the reporter that there was no known causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the patient¿s increased seizure frequency. It was stated that the generator was nearing end of service but was not at end of service and that the patient was to be referred for surgery in the near future. Further follow-up determined that the patient underwent replacement surgery on (B)(6) 2013. Attempts for product return are in progress.

Event description:
An implant card received on (B)(4) 2013 indicated that the generator was replaced due to neos=yes. The explanted generator was returned on (B)(4) 2013 and underwent analysis. Upon receiving the generator, communication with the device was not possible. The alleged end of service allegation was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.